Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported a surgeon was performing a revision surgery of a plate system, for an unknown reason and was unable to remove the screws due to damaged screw recess. The surgeon first attempted to use extraction screws, but was not successful. It was reported an extraction screw broke due to strong resistance, reported to be like a cold welding condition. Then a carbide drill bit was used, but the broken extract screw was not able to be removed. The surgeon decided to leave the plate and screw in the patient and closed the operation. It was reported this resulted in a surgical delay of 120 minutes. This report is for the screw(s) that would not release, quantity, part and lot number unknown. This is report 5 of 6 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional device info: this report is for the screw(s) that would not release, quantity, part and lot number unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.